Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow-up, externalized conductors were observed under fluoroscopy. No electrical anomalies were detected. The lead was explanted and replaced with no complications. Patient condition was good.